Event description:
Reportable based on device analysis completed on 29-oct-2018. It was reported that the steering mechanism was broken. A blazer prime was selected for a typical right atrial flutter ablation procedure. However prior to the procedure the it was noticed that the steering mechanism was broken. No patient complications were reported. However, returned device analysis revealed broken adhesive in ring #2. Visual inspection failed due to the kink at the distal section caused by the center support bent and broken adhesive in ring #2. Analysis of returned product revealed that the kevlar component is too short and it may not cover the steering wire joints, leaving an unsupported region in the distal tip causing the bent center support; consequently this condition of the center support could also have caused the ingress of fluids within the distal end.